Manufacturer narrative:
Product complaint #: (B)(4). Component code: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: could you please confirm if the suture present any sign of breakage suture? Could you please confirm if this was a product mixed issue (another product code) was in the package? What was used to complete the procedure? What is the lot number?

Event description:
It was reported that a patient underwent an unknown ob-gyn procedure on (B)(6) 2022 and suture was used. During the procedure it was noticed that the length of the suture was shorter than the specified length of 90 cm. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/14/2022. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational narrative: visual analysis of the returned product revealed that a paper lid, an empty winding former and a needle-suture piece of product code vr945 were received to ethicon inc for evaluation. Upon visual inspection of the returned sample, the suture end was observed to have damaged and was broken due to stress applied. In addition, no damaged caused by a surgical instrument or use were observed. The length suture was measured and did not meet the requirement due to returned condition of the sample. Based on the information currently available, the damaged suture defect was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.